Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use includes information regarding potential adverse events related to the deployment of vascular closure devices that have been identified including ischemia of the leg or stenosis of the femoral artery and local trauma to the femoral or iliac artery wall, such as dissection. The manta instructions for use also includes potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, that includes arterial damage and vessel laceration or trauma.

Event description:
The (B)(6)-year-old patient weighing (B)(6) kg underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. After closure of the femoral access site, limited/interrupted blood flow was noted in the right common femoral artery (cfa). An 8.0 mm x 39.0 mm covered stent was placed in the right cfa to re-establish the diminished blood flow. The surgeons in the case reported that they believe the vessel damage was due to the procedure sheath that was used to deliver the heart valve that created a dissection and there was no involvement of the manta in this issue.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the post-closure angiogram revealed manta placement is very low, proximal to the bifurcation; and a dissection causing stenosis remediated by a covered stent. Dissections are a common large-bore procedure complication; in this instance, the surgeons indicated the dissection was the result of damage created by the value sheath prior to manta deployment and no involvement of the manta device in this instance. The IFU was reviewed and confirmed to list ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection are potential adverse events associated with the deployment of vascular closure devices. Arterial damage, and vessel laceration or trauma are also indicated as potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device.